Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient wanted to know if the following could be a side effect from their device. The patient reported that she went on a trip and on the way back she was hurting bad. So, she turned up her stimulation and noticed she felt stimulation in her clitoris where she needs to pee (a little stinging in there, not had but she could feel it). She also feels stimulation in her legs. The patient also had a fall and had to turn their stimulation up. She also reported having urinary urgency and she thinks she had an uti. The patient said she has had utis in the past. The patient said the burning sensation is gone now, but she still has urinary urgency. The patient said she looked it up and saw the device can cause bladder retention. The patient is wondering if the device is causing the above problems. It was reviewed not likely caused by their device, and reviewed not listed in the product performance. It was suggested to follow up with their healthcare provider (hcp) and also have the device checked because she had falls. The patient fell she thinks this past thursday or wednesday. She also had another fall about a month ago. It was a worse fall than the one last week. About a month ago she unplugged her vacuum and the cord wrapped around her legs and she fell. This was a hard fall and her hand is still hurting and still has pain. No further complications were reported. No additional patient symptoms were reported.